Event description:
As reported (B)(6) 2013, a pt of unknown gender and age presented for an angiographic procedure. During preparation for the procedure, when opening the sterile packaging it was noted the tip of the catheter had fractured off from the device. The disposable device was set aside and a new of the same device was used to successfully complete the procedure. The pt suffered no harm or injury due to the event as the device never came into contact with the pt. It was reported the disposable device will not be returned to the manufacturer for evaluation as it was disposed of by the user.

Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the device. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).